Event description:
This facility is experiencing issues with the jelco protectiv plus catheters.20g x 1 1/4" lot number: st2103398.the device was returned to the manufacturer for analysis.an experienced rn in the emergency department was performing a routine IV start when the IV catheter needle failed to retract and lock in a safe position. This left the tip of the needle exposed. There was no accidental needle stick.